Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the pump failed to power on. The battery compartment was observed to be cracked and corrosion was found in the battery compartment. The pump was opened and no further evidence of moisture damage was found. No performance testing was able to be completed due to no power to the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the pump had no power after the patient changed the battery in response to a "replace battery" alarm.